Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was hospitalized due to an infection in the spine. Additional information indicates the infection is in the spine, eyes and brain. The patient is being treated with IV antibiotics.

Manufacturer narrative:
An event of infection is in the spine, eyes and brain was reported to abbott. The patient is being treated with IV antibiotics. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.